Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had poor coupling. Patient stated she couldn't recharge because she only got 3-4 bars and her battery was dead. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. It was reported that the cause was unknown. The controller would not connect. Patient declined to provide the weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.